Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported low blood glucose reading of 49 mg/dl. Customer stated that they ate a bowl of cereal and the blood glucose reading is now 110 mg/dl. Customer stated that he ate last night and is unsure why his blood glucose readings dropped. Troubleshooting was performed and drive support cap and all setting appeared to be normal. Customer was not admitted as an inpatient for medical treatment. No further information reported.